Event description:
The customer reported that during use, the jaws of the device became locked and could not be opened. The device was cut from tissue in order to remove it. The surgeon opened another device and finished the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.